Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: 5.0 mm locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent for removal of titanium cannulated retro/antegrade femoral nail, titanium spiral blade and six (6) unknown locking screws in preparation for total knee arthroplasty. It was unknown if the removal surgery completed successfully. The patient outcome was unknown. This complaint involves eight (8) devices. This report is for (1) unk - screws: 5.0 mm locking. This report is 6 of 8 for (B)(4).